Event description:
Delivery during lockout period reported. The pump was set ot infuse meperidine 10 mg/ml, pca only mode, 9mg pca dose with an 8 minute pt lockout. A nurse set up the pump and gave instructions to the pt. The pendant was pushed and a bolus delivered. The pt pushed the pendant again within approx. 2 minutes and another bolus was reportedly given. The display indicated 18 mg delivered. At that time it did indicate the pump was in lockout as expected. Another bolus was attempted and the device did not deliver. In total, one dose was reportedly administered when the pump should have been in lockout. The pump was switched out. There were no adverse effects to the pt. The pump was tested by the biomedical engineering dept and performed correctly.